Event description:
It was further reported the device ¿had issues¿ and needed the device replaced. It was unknown if this was a new issue or was related to prior issues. Physician noted patient recently told them having issue, but ¿had problems since new battery put in.¿ it was stated therapy ¿had not worked the same¿ since last implant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported in (B)(4) 2012 that there was an overstimulation sensation. The device had been programmed in early february and at the time it was "fine." The reporter stated "all of a sudden" the stimulation was "so high" and the patient could not get it to go down. The "jolts" were too strong and the patient could not tolerate it. The stimulation was also in the wrong location, and it was starting to affect her stomach. The device was currently off, and the patient wanted the device reprogrammed. The patient was trying to find a health care professional. About 2 months later, it was reported there was an issue with the lead and a revision was scheduled for (B)(6) 2012. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 748925, serial #(B)(4), implanted: (B)(6) 2004, product type extension, product ID 7435, serial # (B)(4), product type programmer, patient, product ID 3487a-33, lot # j0454723v, implanted: (B)(6) 2004, product type lead.